Event description:
All actions were appropriate. The serfas wand and pieces obtained were retained and sequestered in biomed office for instruction from risk. The surgeon was using a stryker soft tissue cautery device/probe and remarked that the tip fell apart. Two pieces of the probe tip were retrieved. The surgeon said that he was confident that with the copious amounts of irrigant used and exploring with the arthroscopic camera and visualization in the open wound site that all debris had been flushed out of the patient's knee. I do not know if the surgeon spoke with the family about this event. When I finished in recovery with the patient the surgeon had left the facility.